Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately five years post-implantation, the patient underwent a hip revision due to a dislocation due to the patients pelvis tilting backwards at an early stage. The liner was also found broken. Relationship between broken liner and dislocation is unknown. The liner was revised. Attempts have been made and no further information has been provided.